Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.